Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was noted that there was no visible damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: during investigation, the ez prime steps were performed correctly with no power interruptions during investigation. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. The allegation of a "no power" issue was not duplicated or confirmed during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was found to be cracked and there was no battery cap returned so a test battery cap was used.